Event description:
The nurse involved stated, the tracheostomy tube was developed a leak after about twelve and it was in the pilot balloon. She stated they did not re-cannulate the patient, but fixed the leak with a sealer. At the time of this report, the caller was informed this is not advised by the manufacturer and she understood this. She further stated they would rather seal it than re-cannulate the patient. The patient is a male and the tracheostomy tube is still in the patient, and they do not plan to re-cannulate any time soon.